Event description:
It was reported that revision was needed to replace quartex polyaxial screws that were found broken post operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation shows the screws broken at the neck. No determinations could be made as to the cause of the reported issue. The following sections are been updated: b4, e1, h2, h6, h10.